Manufacturer narrative:
The microsensors was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, the icp micrsosensors ceralink was placed in the or directly into the patient¿s parenchyma. The catheter was zeroed and was functioning properly. The patient was arrived to the nicu, the patient presented with a negative icp reading of -4 which was expected due to pumps evacuating the hemorrhage. The icp reading increased to -10, then soon after to -20. After about 30 minutes, the icp reading was at -49 then -50. At -50 the cather stop working and an error message ¿senor or extention cable failure¿ appeared on the ceralink monitor screen.